Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 545 mg/dl. Customer's other blood glucose value was 500 mg/dl and 240 mg/dl. Customer also reported that the insulin pump had no delivery alarm. Customer reported event was resolved by reservoir change. Customer declined trouble shoot for high blood glucose. The insulin pump and reservoir will not be returned for analysis.